Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and reservoir leak. The customer blood glucose level was 512 mg/dl at the time of incident and the current blood glucose of the patient is unknown. The leak was past the second o-ring. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will not be returned for analysis. Customer treated with insulin pump and manual injection. Troubleshooting was not performed. The reservoir will not be and insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Unit was inspected and no trace of moisture was noted. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.